Manufacturer narrative:
A review of the device history record could not be conducted because a lot number was not provided. Two photographs were submitted for investigation and one decontaminated sample outside of its original package without a lot number was received for evaluation. After performing a visual inspection, the separation of the purple connector can be observed. A multifunctional team reviewed the complaint and reported condition; as a result, a formal investigation for corrective/preventative actions was initiated to address the ¿connector disassembly¿ condition.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported the feeding tube disconnected/broke between the tube and the hub. This was not noticed until the feed was found in the bed. The tube was intact for about twenty nine hours. This incident occurred in the nicu at the hospital.